Event description:
It was reported that this tachy lead was a case of attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed, analysis did not confirm helix difficulty allegation based on a passing helix mechanism test. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this tachy lead was a case of attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the physician thought that the lead helix was not working properly. The lead returned for analysis.

Event description:
It was reported that this tachy lead was a case of attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported. Additional information indicated that the physician thought that the lead helix was not working properly. The lead returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.